Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient had experienced elevated blood glucose (bg) on (B)(6) 2014. The reporter stated that on (B)(6) 2014, the patient awoke with a fasting bg of 525mg/dl with ketones. The reporter stated that the patient¿s bg was treated with a bolus via the pump. A review of the alarm history indicated that an empty cartridge alarm had occurred on (B)(6) 2014 at 3:34am. The patient reportedly did not hear the alarm. The reporter initially stated that the patient changed the cartridge when she awoke at 6:00am, but then later stated the patient awoke at 8:00am. The patient was without insulin for 2.5 to 4.5 hours, according to the reported timeline. There was no pump defect identified associated with the alleged bg excursion. This complaint is being reported based on the allegation that the patient experienced elevated bg related to inadequate response to an appropriately emitted alarm.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings:a review of the pump history revealed that the daily insulin delivery totals appeared inconsistent due time changes. A rewind, load, and prime sequence was performed successfully with no issues occurring. The pump was exercised for 24 hours with no alarms or other issues. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.